Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 3.50mm promus premier tent was advanced to treat the lesion; however, the stent got hit at the tip of the guide catheter and the proximal side of the stent was lifted up. The stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance while withdrawing as it came in contact with the distal tip on the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 3.50mm promus premier stent was advanced to treat the lesion; however, the stent got hit at the tip of the guide catheter and the proximal side of the stent was lifted up. The stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.